Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. Aga has requested images and additional information regarding this event. We will submit a supplemental report should we receive more information.

Event description:
According to the information received, this female patient had a previous atrial septal defect (asd) device implanted in 2002. During a follow-up visit, an inferior/posterior shunt near the previously placed device was observed. On (B)(6) 2011, the new defect was balloon sized with an 18mm amplatzer sizing balloon ii (sb2) to stop-flow and measured approximately 10.5mm. A 12mm amplatzer septal occluder (aso) was selected but the physician didn't like the appearance of the aso and an attempt was made to reposition the device. The aso appeared to be stable but embolized after release into the left atrium, into the left ventricle, out the aortic valve and into the ascending aorta. The aso was located in the abdominal aorta. The 8f sheath was removed and a wire braided cook sheath (45cm ) was inserted into the right femoral artery. The aso was successfully snared. The same sb2 was reprepped and reinserted into the defect and measured. The defect now had a different measurement so a decision was made to upsize and use a 16mm aso. The device was positioned and deployed successfully. The patient was reported to be doing fine with no adverse event associated with the procedure.